Event description:
The customer reported that she was hospitalized multiple times due to low blood glucose levels. No dates were given. Troubleshooting was performed. The daily totals did not match with the bolus and basal rate delivery totals. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.